Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite attempts to use multiple cables and power sources. There was no impact to the customer's blood glucose level. Customer indicated that that insulin pens would be used as back-up therapy.